Manufacturer narrative:
After the reported incident, the unit was evaluated a the technical svc division of the dealer facility. According to their eval report, no failure was found; the unit functions normally. No unit was returned for eval. Without the return of this unit, we are unable to conclusively determine the root cause for this report.